Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had post-operatively dislodged and triggered an alert for low pacing impedance. The lead was repositioned and remains in use. It was also reported that the left ventricular (lv) lead exhibited high pacing thresholds due to patient anatomy. The lead was explanted and replaced during the same procedure. No patient complications have been reported as a result of this event.